Event description:
Fiberoptic cs300 intraaortic balloon pump (iabp) malfunctioned and the fiberoptic portion of iabp failed. Mean pressures on the iabp were reading much higher than the systolic pressures. Iabp converted from fiberoptic to a conventional iabp.